Event description:
It was reported that the fiber broke during the lithotripsy procedure after used twice. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke during the lithotripsy procedure after used twice. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body was in one piece and measured 291 cm. The reported fiber break was not confirmed. In addition, the connector face had burn marks. The fiber also had two previous usages in which they were reprocessed, and length size can diminish due to this. However, burn marks were observed on the connector face of the fiber, the customer mentioned "the fiber was exploded after used twice". The burn marks on the connector face is likely what the customer was referring to when the "fiber exploded", the complaint was confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.